Event description:
The hcp reported the patient developed an infection at the implant site. The pump had been filled in 2004 and again thirteen days later with normal saline 18cc and heparin 2cc. The hcp reports the pump was removed by surgery on an unknown date. The patient outcome was not reported.

Event description:
The hcp reported the patient developed an infection at the implant site. The pump had been filled in 2004 and again thirteen days later with normal saline 18cc and herapin 2cc. The pump was removed by surgery on an unknown date. The pt outcome was not reported.